Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements out of range. It was noted that there was myopotential noise after the lss since the device was unipolar pacing and sensing. This caused the patient to experienced asystole since there was pacing inhibition. Technical services (ts) recommended thorough lead evaluation in bipolar and unipolar with isometrics and serial impedances. This pacemaker and rv lead remain in service. No adverse patient effects were reported.